Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood/tissue was present around the helix. Continuity testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
It was reported that during implant procedure, physician couldn't deploy the helix on the right ventricular (rv) lead. This rv lead was then successfully replaced and the procedure was completed with a new lead. There were no indications of out of specification measurements. No additional adverse patient effects were reported. Lead was return for analysis